Manufacturer narrative:
(B)(4). A boston scientific technical services consultant discussed the clinical observations with the caller and recommended system evaluation. The caller stated that they are considering continuing to monitor the patient since the patient was just in the clinic a few days ago. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.

Event description:
Boston scientific received information that this system displayed a red alert for out of range shocking impedance measurements. Impedance measurements taken in the clinic were 95 ohms. No adverse patient effects were reported.